Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) for the investigation result of stent partially deployed. Investigation results: a wallflex biliary rx stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 3mm. A visual and tactile examination found no kinks or damage along the shaft of the device. During the product analysis, a 0.035in guidewire was used and no guidewire insertion or movement issues were noted. No other issues were identified during the product analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Device analysis determined that the condition of the returned device was not consistent with the complaint incident as no guidewire insertion or movement issues were noted when a 0.035in guidewire was used. The cause of the reported stent insertion difficulty and the noted device defect was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a 10mm x 60mm wallflex biliary rx stent was used during a biliary stent implantation procedure performed on (B)(6) 2015. According to the complainant, the lesion was not tortuous. During the procedure, a guidewire was used and strong resistance was encountered during stent insertion. The procedure was completed with an 8cm wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Note: this event has been deemed reportable based on the investigation result that the stent was partially deployed.